Event description:
It was reported that the bd ultra-fine¿ insulin syringe scale marking was skewed. The following information was provided by the initial reporter, translated from japanese to english: the user's verbatim report is that the scale marking is skewed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-dec-2022 h6: investigation summary customer returned (2) loose 3/10cc, 12.7mm syringes. Customer states that the scale marking is skewed. Both returned syringes were tested using the plug gauge and both samples exhibited scale marking placements that fall within specifications. Unable to perform DHR check for scale marking distorted due to unknown lot number. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe scale marking was skewed. The following information was provided by the initial reporter, translated from japanese to english: the user's verbatim report is that the scale marking is skewed.